Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither clinical images enabling direct assessment of product performance nor the product itself (which remains implanted) were returned for evaluation. The original pathology of the patient could have contributed to the reported limb occlusion. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis was used for an endovascular aneurysm repair (evar) on (B)(6) 2025. Procedure went very smoothly, with excellent final angiography, and no concerns. Patient presented at hospital in early on (B)(6) 2025 with pain in right foot. CT performed on (B)(6) 2025 showed a complete limb occlusion on right side of the gore® excluder® aaa endoprosthesis. The surgeon performed fem-fem crossover, and also re-ballooned whole graft and left side, the flow was restored. The surgeon and gore representative re-reviewed the case and images on (B)(6) 2025. The original pathology was not a typical abdominal aortic aneurysm, but rather more of an anomalous penetrating aortic ulcer-type lesion in the abdominal aorta with some calcification. In hindsight, it was reported that it looked a little narrow but there were no concerns at the time of the procedure. Following implant, the final angiogram looked great and showed good flow down both limbs. The surgeon reportedly has no concerns regarding the device at all and does not think the device is at fault in any way.